Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the device not displaying anything on power up was verified during evaluation. This report was attributed to an integrated circuit on the central processing unit (cpu) board. The cpu board was replaced to remedy the issue. The device was recertified and returned to the customer. No emerging trend based on similar reports.